Event description:
Initial reporter indicated that in the or during a battery replacement for end of battery life they were getting high lead impedance dcdc 7 on a systems diagnostic test. The surgeon observed a gross lead fracture in the or. Per the surgeon preoperative diagnostics were within normal limits. The explanted lead is at the manufacture pending completion of product analysis.

Manufacturer narrative:
Device malfunction occurred, but did not cause or contribute to a death or serious injury.